Manufacturer narrative:
On may 5, 2020, the product investigation has been completed. It was reported that a patient underwent afib - paroxysmal ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. This adverse event was discovered during use of biosense webster products and after ablation was started. Pericardial puncture for drainage of the blood was done. In the opinion of the physician the cause of this adverse event was the procedure. The patient required extended hospitalization for monitoring and had fully recovered. Device evaluation summary: the device was visually inspected and it was found in good conditions. The temperature feature was tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. The magnetic sensor functionality was tested on carto and the catheter failed: error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. From the returned device, the lot # was identified to be 30320293l. As such, field d4. Lot number has been populated along with the d4. Expiration date and h4. Manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent afib - paroxysmal ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. This adverse event was discovered during use of biosense webster products and after ablation was started. Pericardial puncture for drainage of the blood was done. In the opinion of the physician the cause of this adverse event was the procedure. The patient required extended hospitalization for monitoring and had fully recovered. Graph, dashboard, vector and visitag was used for force visualization. Visitag stability parameters were 3mm range, 3 sec, 25% force over time with 3 grams tag size and ablation index used for coloring. Transseptal was performed with brk needle. There was no evidence of steam pop. The flow settings were 8ml/min up to 30w, 15 above 30w.